Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the corrosion is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the e315 error malfunction: due to damaged scope connector (u-plug unit). The most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope insertion tube was corroded, and e315 error occurred. There was no patient involvement.